Manufacturer narrative:
A remote service engineer (rse) evaluated the device based on information provided by the customer and confirmed the reported problem. Rse advised customer that user interface assembly need to be replaced. The customer took the responsibility to replace the user interface assembly at his own. Then upon attempt to gather information on device repair and operational status, customer said that he got the part but did not get the chance to replace it. Multiple attempts were made to retrieve device repair or operation status information but has yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that when the device was activated the screen was blank. The device was not in clinical use at the time of the event. There was no report of patient or user harm.